Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 80% stenotic lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) coronary artery. The 20mm x 2.75mm maverick2 monorail balloon catheter was advanced for predilation. The balloon ruptured at 15 atms on the second inflation. The first inflation was also performed to 15 atms. The pt remained asymptomatic during this event and the device was successfully removed. The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.